Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0x0ra, implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 19-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that on a call to verify status of patient¿s device from 2015 the patient said they couldn¿t get the lead. Device registration spoke with patient¿s boyfriend where it was said the ins was removed, it went dead, wasn¿t working, and the healthcare professional told them a piece of the lead fell off and that¿s why part of the lead remained. No symptoms were reported. No further complications were reported.